Event description:
Hcp reports following the revision of the pt's stimulator, the pt experienced temporary paralysis of the arms and legs, it was felt that this was a result of central cord syndrome, secondary to sewlling and scar tissue. The pt was treated by modifying the settings of the ipg, changes in pharmacotherapy, and doing psychotherapy. The hcp reports the pt has had return of motor and sensory function, but still has chronic pain symptoms. The device remains implanted. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facilitys reporting criteria will be filevaluation summary lfj097874v no anomalies found; full lead returned